Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon investigation, the functional display check failed. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. The inverter board will be replaced in production during the refurbishing process. The cycler underwent a load cell verification which failed. The tare weight plus 4000 gram (+/- 80.0) was not stabilizing. The failure was due to the heater tray cable resting on the power supply causing feedback to the heater tray. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient called into technical support during dwell 3 of 4 due to an invalid sensor readings (load cell) message. The patient reported that the only bag on the heater tray (ht) was the heater bag (hb). The scale was out of calibration. The patient rebooted the cycler, however was unable to resume treatment due to the screen being blank. The patient confirmed that the ¿okay¿ and ¿stop¿ buttons were lit up, however the screen was completely blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they would revert to manual supplies for their treatment. Upon follow up with the patient, it was confirmed that there were no missed treatments as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.